Manufacturer narrative:
This supplemental report is being submitted to provide correction to the previously submitted report. Corrected fields: b5, d8, h3, h6, h11 based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged charged coupled device unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that the image was unclear. No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a dark image. The issue occurred during inspection for use. There were no reports of patient involvement.